Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a supraventricular tachycardia procedure, the small irrigation tubing parts at the proximal handle of the intellanav mifi oi catheter cut in half during the case. The catheter was replaced with a new catheter, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection noted the irrigation extension tubing was found totally detached/separated from the catheter. The type of damage found in the device indicates that possibly the tubing came into contact with a sharp object during the procedure, and this may have caused the observed damage. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a supraventricular tachycardia procedure, the small irrigation tubing parts at the proximal handle of the intellanav mifi oi catheter cut in half during the case. The catheter was replaced with a new catheter, and the procedure was completed successfully. No patient complications were reported.